Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Hold for dm 11.09.18the customer reported via phone call that the insulin pump received motor error. The customer¿s had high blood glucose level was 360 mg/dl and 242 mg/dl. The customer reported that the pump was not working and also received motor error. The insulin pump will not be returned for analysis.